Event description:
Complaint investigation: a hospital or supervisor reported that it is possible that the wrong patient/exam information could be displayed when the user attempts to select a previously performed patient examination. It is currently unknown if any patient was affected by the alleged problem. The phenomenon occurs when the user selects the "perform now" button.